Event description:
It was reported that the patient experienced cold insulin use and air not removed from the cartridge which resulted in occlusion alarms on (B)(6) 2026 and subsequently led to elevated blood glucose readings high that were managed with corrective insulin

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress (editable/can be removed) based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.